Event description:
Event description guidant received information that the patient with this pacemaker presented loss of capture and a pacing rate of 30ppm. The device was beyond end of life (eol) battery status. The patient was was not that symptomatic according to the nurse. The device has been implanted over 6.5 years.